Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to address the reported issue. Following service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the unit was tested on the in-house system and it failed during normal mode testing. The usm triggered errors 31085 error 31086 error, which pointed to the axis controller carriage. The carriage was swapped with a test carriage and the usm was put on the psc fixture test platform (pftp). The usm passed all tests related to the reported problem. Visual inspection of the original carriage revealed heavy contamination on the axes controller carriage printed circuit assembly (pca). Fa noted there was heavy fluid intrusion found throughout the carriage. As a fix the carriage will be scrapped and replaced. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Additionally, log review verified the error 31086 occurred on usm 2. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: errors 282 and 31086 indicated there is a rfid communication error on universal surgical manipulator (usm) 2. This complaint is being classified as a reportable event due to the following conclusion: a patient side manipulator/universal surgical manipulator (psm/usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported during a da vinci assisted prostatectomy procedure, that arm 2 was not working. The reporter explained that the system was not recognizing any instruments. Prior to contacting technical support, the customer had tried multiple instruments and re-draped, but the issue remained. The tse viewed system event logs and found error 31086 and 282 indicating radio frequency identifier (rfid) communication error on universal surgical manipulator 2 (usm2). The tse asked the caller to install the instrument from arm1 onto arm2, but the issue remained. The tse then had the customer power cycle the system, but when the system powered back up there was a non-recoverable 31085 indicating an rfid failure to initialize. Another hard cycle was performed on the system and the error returned. The site will undock arm 2 and continued with the case as planned using three arms. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the nurse confirmed that system functionality was checked upon power up and there were no errors noted. The or staff completed the procedure using three arms and there was no reported patient injury, nor did the patient encounter any post-operative complications.